Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the name of the initial procedure? Diagnostic laparoscopy. Was there any consequence or injury to the patient? There was no injury. There were no consequences. What is the patient's condition? Good patient conditions.

Event description:
It was reported that a patient underwent a diagnostic laparoscopy on (B)(6) 2020 and suture was used. During the procedure, at the time of using the suture, rupture of the filaments occurred. Another like device was used. There were no adverse patient consequences. The current condition of the patient was reported as good. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d3,g1,g2. Additional information: d4,h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.